Event description:
It was reported the patient presented in the clinic. Upon interrogation, it was observed the patient's right ventricular (rv) lead had increased capture thresholds. The physician attempt to reposition the lead, and ultimately decided to explant and replace the lead. Visually inspection of the lead after explant, part of the coating was removed. The patient was reported to be recovering.

Manufacturer narrative:
The reported events were increased capture thresholds and insulation damage. As received, a complete lead was returned in two pieces. The reported event of insulation damage was confirmed. Visual examination found damage to the outer insulation consistent with procedural damage. The reported event of increased capture thresholds was not confirmed. Electrical testing did not find any indication of conductor fractures. High potential test failed at the distal portion due to procedural damage. Visual and x-ray inspections of the lead did not find any anomalies except for procedural damage.